Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative and informed the ordering physician. (B)(4): the investigation identified a potential false negative in the rca. This was due to analyst error; when corrected the reassessment of the analysis showed a decrease in the distal ffrct value from 0.87 - 0.83 to 0.75 - 0.70. Heartflow was able to confirm with the ordering physician that this information would not have affected their diagnosis and treatment decision, and did not result in an adverse event for this patient. No additional follow-up to this MDR is expected.

Event description:
Heartflow identified a potential false negative result.